Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka surgery had been performed on 2013, the patient felt something getting out of a truck. After x-rays revision was determined that the uni tibia was fractured. The adverse event was addressed with a revision surgery on (B)(6) 2021 to replace the devices. The condition of the patient is unknown.

Manufacturer narrative:
Additional information received by the customer has identified that this event has been already reported under 1020279-2021-08660. The new information confirms that this is a duplicate complaint, therefore, if further details are provided in future confirming the opposite, our files will be updated accordingly and a further report will be submitted outlining both events details and our investigations performed.